Event description:
The facility representative reported a colleague infusion pump with a failure code 810:04. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 810:04 was confirmed but not duplicated. The root cause of this condition was not identified. Air in line calibration and verification was performed on the device. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Should additional information be received, a follow-up medwatch will be submitted.